Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-12380.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-12380. This report is related to a (B)(6) patient. It was reported the patient had been receiving ineffective stimulation due to invalid impedance related to the patient's extensions. As a result, the patient's extensions were explanted and replaced. Surgical intervention addressed the patient's issue.